Event description:
It was reported to philips that the screens for the allura biplane device were all black. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc and fuses. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the screens for the allura biplane device were all black. Review of the system log file confirmed the malfunctioning of frontal ip-pc(image processing pc). The fse determined that both the ippc were off and power supply unit in the ippc was defective. The fse replaced the ippc and fuse and then the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.